Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving hydromorphone (10 mg/ml at 13.428 mg/day) via an implantable infusion pump. It was reported that during a pump replacement procedure due to end of life a motor stall was seen during interrogation of the device. It was noted that the patient had a magnetic resonance imaging (MRI) performed on (B)(6) 2020; the pump was noted to have been stalled for 420 hours and 2 warnings code 99 loss of therapy were displayed. It was noted that the pump was not checked post MRI. The caller stated that they would be check the pump in 15 minutes to see if the stall recovered. No further complications have been reported as a result of this event. Additional information was received from the healthcare provider via a device manufacturer representative indicated that interrogation resolved the motor stall. It was reported that the pump was discarded of by the facility and would not be returned. No further complications have been reported.